Event description:
A customer reported a clinical false positive result (test result positive, however patient is negative) when using the bact/alert pf plus culture bottles (ref 410853). The bottles were determined positive. Upon unloading from the instrument, the customer performed a subculture of the bottle. The subculture was found positive for a gram negative rod, likely an environmental contaminant. An investigation has been initiated by biomerieux..